Event description:
The eyelet part broke length way in two during insertion. The bone was very hard and the site was prepared with a punch. The surgeon claims he might have inserted the anchor like kneading. Per malfunction report, there is no plan to remove the anchor at this time. The implant is embedded in the bone.

Manufacturer narrative:
(B)(4)no product is being returned for evaluation.(B)(4)